Event description:
The customer reported that while cleaning the hoses on the external waste pump with an alinity ci-series system control module, an employee was sprayed in the eye with the high-concentration waste hose. It was reported that the individual immediately rinsed with the eyewash station. The individual went to the emergency room and had their eyes examined and laboratory blood work taken. No further treatment or intervention was reported the customer reported that there are no eye complaints for the individual. There was no reported impact to patient management.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information can be found in section b5. The alinity ci-series sys cnt, serial #(B)(6) was evaluated. Tubing for the external waste pump was cleaned. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the complaint. A review of tracking and trending did not identify an increase in complaint activity for both the alinity system and the alnty ci external waste with regards to the reported event. A review of the manufacturing documentation did not identify any issues as it relates to the alnty ci external waste and reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported that while cleaning the hoses on the external waste pump with an alinity ci-series system control module, an employee was sprayed in the eye with the high-concentration waste hose. It was reported that the individual immediately rinsed with the eyewash station. The individual went to the emergency room and had their eyes examined and laboratory blood work taken. No further treatment or intervention was reported the customer reported that there are no eye complaints for the individual. There was no reported impact to patient management. Additional information: the individual was wearing protective eye wear at the time of the event.